Event description:
One proximate reloadable linear cutter with safety lock used on field. First fire with initial staple load fired correctly. After leading the staple reload, the device would not close correctly per md.